Event description:
Patient had a weighted/stylet 8french nasogastric tube (ngt)-placed on (B)(6) 2024 and confirmed by chest x-ray (cxr). When changing the nose securement, it was noticed that the external length tick mark at the nare had a discrepancy of 8cm. Placement length was 57cm, previous shifts had documented 60cm, but nurse confirmed length of 65cm. Imaging completed, showing that the weighted tip and tubing had become disconnected. The nurse was advised to retract the ngt by 5cm (from 65cm to 60cm) and then do a repeat kidney, ureter, and bladder (kub). The 2nd kub confirmed that the weighted tip and tubing had indeed come apart, and the weighted tip was floating freely in the stomach. It was expected that the patient would pass the tip.